Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Patient reported "in all probability ruptured right breast decreased in volume considerably" and silicone poisoning." Patient additionally reported "elevated platinum"; this event is not related to the device. Device remains implanted.